Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was extubated but went into atrial fibrillation (afib) with rapid ventricular response (rvr). Patient had a direct current cardioversion. Sparks were reported from implantable cardioverter-defibrillator pads when patient was shocked. No alarms were reported. Log file analysis showed no alarms.

Event description:
It was reported that it was unclear whether the patient had an arrhythmia before lvad implant. Direct current cardioversion (dccv) was done acutely due to decreasing ci (confidence interval cardiac index) while in atrial fibrillation with rapid ventricular response. The patient returned to normal sinus rhythm with dccv. The manufacturer of the implantable cardioverter-defibrillator (ICD) was unknown. Patient was discharged home and recommended to continue amiodarone for one month.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported atrial fibrillation and rapid ventricular rate could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2020 to (B)(6) 2020. The pump operated as intended at the set speed for the duration of the log file. There were no atypical alarms and the log files appeared to capture the pump operating as intended. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 17jun2020. Cardiac arrhythmia is listed in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.